Event description:
It was reported that the customer received a power source alert while using a non-tandem usb cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.